Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6).

Event description:
It was reported that balloon rupture occurred . A 2.00mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The device was replaced, and the procedure was completed with no patient complications reported. It was further reported that the 90% stenosed target lesion was located in middle segment left anterior descending artery. The balloon ruptured during the initial inflation at 12 atmospheres for 6-10 seconds. The device was pulled out directly, and neither the balloon nor a segment of the balloon detached inside the patient. A new percutaneous transluminal coronary angioplasty (ptca) dilatation catheter was used to complete the procedure. The patient was in stable condition post-procedure.

Event description:
It was reported that balloon rupture occurred a 2.00mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The device was replaced, and the procedure was completed with no patient complications reported.